Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR) - the DHR review conducted, there is no indication that the production process may have contributed to this complaint. Unique device (B)(4). Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identification (UDI): (B)(4). The valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00228. A facility reported a defective programmable catheter. The catheter passed the physiological saline test; however, after implanted, the csf did not come out through for 10 minutes, so it was considered defective and both the valve and catheter were replaced.